Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. As received, a complete lead was returned in one piece for analysis. Visual examination found an external abrasion breaching the outer insulation due to friction to the device can located at the proximal region of the lead. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.